Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the transmitter of the home monitor was out of order.

Event description:
Reportedly, the transmitter of the home monitor was out of order.

Manufacturer narrative:
Evaluation summary: - upon reception, the returned home monitor was tested and the reported issue was confirmed: no light turned on when the subject home monitor was plugged with its associated power cable. - then, the home monitor was plugged to a test power cable and normal behavior was observed. Therefore, it was concluded that the reported behavior resulted from an issue with the power cable. - the root cause of this damaged power cable most probably resulted from standard wear during use. - no anomaly is suspected with the returned home monitor itself.